Event description:
While troubleshooting for a slow flow supply alarm, a technical service representative (tsr) discovered that a system error (se) 2267 alarm (air in line) occurred on a homechoice (hc) device. The home patient (hp) was connected at the time of the alarm. The hp improperly disconnected from the device in an attempt to clear the alarm and proceeded to reconnect prior to contacting baxter. A technical service representative (tsr) assisted the hp with ending therapy and reviewed proper procedures with a hp. The hp was instructed to inform a registered nurse (rn) about the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient (hp) improperly disconnected/reconnected from the set which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.